Manufacturer narrative:
(B)(4) (revision surgery). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This device is not marketed in us but a similar device with product ID 75447570 with 510k# k042025 is marketed in us. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: degenerative lumbar scoliosis procedure: posterior lumbar interbody fusion levels implanted: t4-iliac it was reported that on an unknown date, post -op, screw deviated. Replacement of the iliac screw was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.